Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the channel mount unit was clogged, and foreign objects came out of the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was not established. Additionally, based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's channel 1 was difficult to clean. The issue was found during set up/ inspection for use. There were no reports of patient involvement.